Event description:
It was reported by the affiliate the device was used during a laparoscopic procedure. It was reported the lower jaw broke and fell into the patient. The piece could not be located and was not retrieved. The case was not converted to an open procedure and the patient, at this time, is not reporting any problems. No additional information is known at this time. The affiliate will meet with the md and attempt to obtain the device.